Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr. 8, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was received cut in half. The lens was cleaned, presenting with no issues that would contribute to or cause the complaint issue. The complaint issue "dissatisfied" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a synergy toric ii simplicity intraocular lens (iol) was explant from the patient's right eye due to patient dissatisfaction. This was replaced with a non-johnson and johnson iol. There was no incision enlargement, no vitrectomy, no sutures done. There was no patient injury. The patient outcome was not provided. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between oct 5, 2023 and mar. 21, 2024. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.